Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was reported to be possibly due to ¿displacement of the tube that was agitating" the patient's bowels, however this could not be confirmed, the cause of the event has been assessed as unknown. The patient was not hospitalized for the event and was given unspecified treatment. It was reported that the patient recovered from the peritonitis event; however, later in the same month, the peritonitis returned. The patient was hospitalized for the recurrent peritonitis and was treated with unspecified antibiotics. After eight days in the hospital, the patient was discharged. At the time of this report, treatment for the peritonitis event was ongoing and the patient had stopped pd therapy. No additional information is available.